Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
His teacher and audiologist reported a decline in his hearing performance compared to before. The recipient has been re-implanted.

Manufacturer narrative:
Conclustion: damage to the reference electrode, likely caused by the repeated external impacts, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery.

Event description:
His teacher and audiologist reported a decline in his hearing performance compared to before. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
His teacher and audiologist reported a decline in his hearing performance compared to before. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
His teacher and audiologist reported a decline in his hearing performance compared to before. Re-implantation is being considered.